Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the right femoral artery to support a 72-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage d shock. There was no other medical history shared. After placement, femoral angiography showed sluggish flow beyond the repo sheath entry site. The right foot was cool to touch and was treated by the placement of the fem-fem external bypass. Pulses in the right foot were present via doppler and the foot was then warmer to touch. Limb ischemia is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae (ischemia/arterial occlusion) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received. Updated b5 clinical rationale and h6 updated based on the information received from the clinical site.

Event description:
Updated clinical review/rationale: an impella cp was placed via the right femoral artery to support a 72 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage d shock. There was no other medical history shared. During placement, femoral angiogram showed sluggish flow beyond the repo sheath entry site. The right foot was cool to touch and was treated by the placement of the fem-fem external bypass. Pulses in the right foot were present via doppler and the foot was then warmer to touch. The patient received support from the cp and the device was explanted on day 5. Post explant, an angiogram revealed an occlusion to the right femoral artery. The distal perfusion catheter was left in place and anticoagulant administered. The patient's leg was warm and posterior tibial pulse present, and pedal pulse not present. Limb ischemia is a known risk associated with impella cp as described in the instructions for use.